Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the infusion set tubing became crimped when it was forced in during a set change. The customer woke up the next morning with high blood glucose and was vomiting. The customer went to the hospital and the blood glucose reading at the time of admission was 580 mg/dl. The customer went into diabetic ketoacidosis and was treated with an IV solution and medication. It was confirmed that the customer was wearing the insulin pump at the time of hospitalization. The customer declined to troubleshoot for the bent cannula due to knowing the cause of the bent cannula and high blood glucose.

Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad after the device had been caught in the middle of a monsoon. The customer stated that the insulin pump had been exposed to water from the monsoon leading up to the keypad issues. The customer's blood glucose was 218 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. Traces of moisture were noted at the display board during the visual inspection. The insulin pump was received with a cracked case at the display window corners, cracked belt clip slot, minor scratches on the display window and a stained end cap sticker.